Event description:
The customer reported approximately 10 mls of retic stain leaked from the coulter 780 hematology analyzer. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse indicated that the leak was resolved by replacing the waste tubing at the retic stain chamber. The fse also replaced the pilot actuators for valve (vl4) and valve (vl6) to resolve the elevated hemoglobin (hgb) backgrounds, which was observed during verification of the instrument. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).